Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels that ranged from 317 mg/dl to 460 mg/dl. The customer alleged that the pump was ¿not operating properly¿. Pump system check was performed with tandem technical support (cts) indicated that the pump and related supplies functioned as intended; however, the customer maintained that the pump did not function as intended. Recommendation was made to discuss diabetes management with a health care professional.